Event description:
Per the clinic, the patient experienced an extrusion of the device into the external auditory canal. Oral antibiotics were administered. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 29, 2022 was filed inadvertently. No extrusion of device occurred and no antibiotics administered. Per the clinic, few electrodes of the implant had migrated out of cochlea. Device analysis report attached. This report is submitted on august 25, 2022.